Event description:
Customer reportedly obtained results of 78 mg/dl, 187 mg/dl, and 67 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event was reported. Requested return of suspect system and replacement was sent.